Event description:
It was reported that (1) device was used during a gastric procedure. It was reported by the affiliate that the surgeon stated that the stapler did not fire. Another instrument was used to complete the case. There was no consequence to the pt.